Event description:
Additional information: pt. Stated she had a competitor hip implant which was implanted in (B)(6) 2013. She found out this year (B)(6) 2025, that they were corroding and had a revision in (B)(6) 2025. She further stated they were the cobalt and chromium pro femur and the rod was titanium model.

Manufacturer narrative:
Supplemental MDR submission ¿ MDR 0002249697-2025-00936. Additional information has been received following the initial submission. The patient has clarified that they do not have stryker hip implant/s. This supplemental report is being submitted to update the record accordingly. The legal manufacturer will be notified of this clarification.

Event description:
Pt. Reported; they had a total hip replacement (B)(6) 2013 on the right hip. They have been experiencing a lot of pain. In (B)(6) 2025 they went back to their orthopedic dr. And had blood work done. The results showed their chromium and cobalt levels were extremely high. After an MRI, they had a hip revision in (B)(6) of this year.